Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the customer called in to report a device failure to attach. There was no harm to the patient but a repeat procedure was performed. No medical intervention was necessary. There was nothing unusual about the patient or the procedure itself that led to the event. An endoscopy was performed prior to the procedure and the esophagus appeared normal. The user has been performing the unit for over 5 years and was trained by a clinical trainer. The customer is not sure what caused the failure to attach.